Manufacturer narrative:
(B)(4). The results of this investigation of the 21 mm aortic valve concluded there was circumferential fibrous pannus ingrowth narrowing the inflow diameter. All three cusps were fibrotically thickened and there was a thin layer of fibrin on the outflow surfaces of cusps 2 and 3. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus and fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a double valve replacement procedure was performed due to aortic and mitral regurgitation. The sjm epic tissue valve (model: e100-27m, sn: (B)(4)) was implanted in the mitral position using everting mattress suture technique. Another sjm epic tissue valve (model: esp100-21, sn: (B)(4)) was implanted in the aortic position using a simple interrupted suture technique. On unknown day at a follow-up, the patient was diagnosed with mitral regurgitation and mitral stenosis. The symptoms progressed and on (B)(6) 2015, re-do double valve replacement was performed. The mitral valve was explanted and replaced with a sjm masters series mechanical heart valve. The aortic valve was also explanted and replaced with a sjm masters series mechanical heart valve to avoid possible future re-do surgery even though no symptoms were observed with the aortic valve. The physician indicated that during explant of the mitral valve, a film-like tissue was observed on half of the inflow side of the mitral valve (but not adhered to the mitral valve) and leaflet stiffening was also observed.

Manufacturer narrative:
(B)(4).